Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.5/2.0/92 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. It was reported that the lens rotated and the patient had diminished vision. On (B)(6) 2023 the lens was removed and on the same day a replacement lens of longer length was implanted. The replacement lens resolved the problem.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
H11 device evaluation: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications.(B)(4).